Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the pump powered on with the returned battery cap and was able to be fully tightened with no power issues reported. The battery compartment was observed to be cracked below the grip pad. The black box dates were from (B)(6) 2014 to (B)(6) 2014 and there was no evidence of a short battery life event observed in the black box. The pump information from the date of the complaint had been overwritten with no cause noted. Product analysis was unable to confirm or duplicate the initial complaint during the investigation. The current draws were within specifications. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a low battery alarm had occurred with 3 separate batteries out of at least 2 separate packs and that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.